Event description:
It was reported by service report that the bed tipped with the patient in the bed. There was patient involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Missing siderail, bed frame significantly bent, manual CPR release malfunction.